Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the recharger antenna cord was damaged/frayed. (B)(6) 2018 additional information was received from the patient who reported their belt was also damaged when their dog chewed on their antenna cord. The patient indicated that they last felt stimulation and recharged about a month ago. Patient was advised to consult with health care provider about possible overdischarge. No symptoms and or further complications reported and/or anticipated at this time.